Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired device was used.

Event description:
It was reported that an expired device was used.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: expired probable root cause: - design - validated shelf life too short - application -distribution inefficient, sat too long in inventory before being shipped to customer. The reported failure mode will be monitored for future reoccurrence.